Manufacturer narrative:
Onset of ventricular tachycardia (vt) is reported under MFR # 2916596-2022-01815. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. The patient remains ongoing on the hm 3 lvas, serial number (B)(6) with no further events reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU, rev. C and the hm 3 patient handbook, document #(B)(4), rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including infection (local, driveline, and pump pocket), cardiac arrhythmia, peripheral thromboembolic events, and death that may be associated with the use of the hm 3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection and thromboembolism as potential late postimplant complications. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 6, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient did not have arrhythmia prior to left ventricular assist device (lvad) implantation. Ventricular tachycardia (vt) had been noted after implant. The arrhythmia was thought to be due to aortic thrombus. The researcher did not believe there was a connection between the device and the death.

Event description:
It was reported that the patient experienced dyspnea on (B)(6) 2023, and a drop in blood pressure on (B)(6) 2023. The patient was transferred to the hospital. During transfer, a mental change occurred. The patient was intubated and arrived at the ER. Their pulse was not palpable. There was return of spontaneous circulation (rsoc) after compressions. The patient entered the coronary care unit (ccu) where an aortic thrombus and infected thrombus were observed on an echocardiography. Polymorphic ventricular arrhythmias were observed, and antiarrhythmic drugs were administered as well as cardioversion performed. Sinus conversion occurred. Despite the left ventricular assist device (lvad) flow being maintained. The patient's blood pressure drop continued and extracorporeal membrane oxygenation (ECMO) insertion was necessary. Conservative treatment was maintained. The patient passed away on (B)(6) 2023, at 9:44.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.